Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After monitoring, results showed calibrations aligned with sg trends, with occasional differences due to lag. The customer confirmed improvement and continued using the system. B4.date of this report 22 dec 2025. G3.date received by the manufacturer? 22 dec 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported differences between sg and bg readings. The case was escalated, and after completing a re-link and monitoring, it was determined that calibrations aligned appropriately with sg trends. The user confirmed observing an improvement. A review of the dms data indicated that the system is currently being used with the updated firmware version, and all information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.